Manufacturer narrative:
Two uninterruptible power supplies (ups), 2 cables, and the battery were returned for analysis. Functional testing determined that all the returned parts were functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The uninterruptible power supply (ups) and the cart-to-cart cable were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being outside of a procedure. It was reported that while setting up for a case, the camera cart monitor powered off unexpectedly while the main cart was plugged into the wall and the cart-to-cart cable was plugged in. The site used a different medtronic navigation system for the upcoming procedure. The representative powered on the system and checked the self-test tool in stealthadmin. This showed the main cart and camera cart uninterruptible power supply (ups) were connected and good. When he plugged the system, both systems remained on and the self-test showed the battery percentage of both carts depleting as expected. The representative manipulated the cart to cart cable in different configurations, and the camera cart ups would become disconnected, and connected.